Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the end user contacted him and stated the wheelchair's frame is busted. The client goes to a university and the client alleges he went over a curb and states that is when the frame creaked.